Manufacturer narrative:
The patient had been on support for 30 minutes. The hls set was setup and primed prior to use. The customer states that after going on support, flows were stable at 4.7l/min at 3800 rpms (revolutions per minute). Customer noticed that the delta p increasing from 27, 47, and then quickly up to 64 mmhg. Flows decreased to 2.8 l/min. Shortly after, the delta p increased to 173 mmhg. The patient vitals parameters were stable at this time and customer decided to change out the hls set with no consequences for the patient. No clots noted before change and even after circuit was changed and drained. No issues with delta p and flows reported with new hls set. No harm to any person has been reported. Due to reported exchange of the product during use a report is required. The affected hls set was investigated in the getinge laboratory on 2025-05-02 with the following conclusion: visual inspection showed no visible damage or deviations that could have resulted in the reported failure. Clots were rinsed out during the investigation. During functional testing, the complaint sample showed complete functionality of the entire sensor system during the test. Plausible pressure and temperature values were always displayed on the cardiohelp. No signs of flow impairment or flow reduction were detected during the flow test either. Therefore, the exact root cause remains unknown. A medical consultation was performed by getinge medical affairs on 2025-05-19 with following conclusion: "the event seems to be due to the presence of clotting/thrombus in the hls set as the delta p progressively rose over time with a decrease in flow. The root cause for the clotting remains unknown, but multiple factors may have contributed to the event, including the patient and anticoagulation management. Changing the set seems to have remediated the situation. No issues were reported with delta p and flows with new installed hls set." Based on the results the reported failure "high delta p pressure" could not be confirmed. The production records of the affected product were reviewed on 2025-05-02. According to the final test results, the modul with lot# 3000404100 and UDI# 1906093 passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. According to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Furthermore, it it stated in chapter "safety instructions for the cardiopulmonary bypass" either insufficient anticoagulation or lack of anticoagulation may cause thrombus formation within the cardiopulmonary bypass circuit which can lead to inadequate patient support, hemolysis, thrombus formation in the patient, and/or ischemia. In chapter "safety instructions for the cardiopulmonary bypass" use anticoagulants; e.g., heparin or argatroban. Check the effect of anticoagulants at regular intervals by measuring the act (activated clotting time). Ensure that the act value does not fall below the value which is appropriate for the application. Check the coagulation status of the patient's blood regularly. The protocol for coagulation management is the responsibility of the user in charge. The partial thromboplastin time (ptt) should be in the range from 60 to 90 seconds. An antithrombin iii (at iii) value in the normal range is required for reliable anticoagulant therapy with heparin. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
The event occurred in the us. It was reported that a patient was placed on vv support. The patient had been on support for 30 minutes. The hls set was setup and primed prior to use. The customer states that after going on support, flows were stable at 4.7l/min at 3800 rpms (revolutions per minute). Customer noticed that the delta p increasing from 27, 47, and then quickly up to 64 mmhg. Flows decreased to 2.8 l/min. Shortly after, the delta p increased to 173 mmhg. The patient vitals parameters were stable at this time and customer decided to change out the hls set with no consequences for the patient. No issues with delta p and flows reported with new hls set. No harm to any person has been reported. Due to reported exchange during use a report is required. Complaint ID: (B)(4).